Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ sars-cov-2 & flu a+b 2 false negative results were obtained. Patients were symptomatic, therefore, samples were recollected and tested using bd rapid detection of sars-cov-2 veritor¿ and the results were positive. There was no report of confirmatory testing. There was no patient impact. (B)(4). The following information was provided by the initial reporter: customer reports that she is getting discrepant results between triplex assay "256088" and covid "256082".

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ sars-cov-2 & flu a+b 2 false negative results were obtained. Patients were symptomatic, therefore, samples were recollected and tested using bd rapid detection of sars-cov-2 veritor¿ and the results were positive. There was no report of confirmatory testing. There was no patient impact. (B)(4). The following information was provided by the initial reporter: customer reports that she is getting discrepant results between triplex assay"256088" and covid "256082".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-22. H6: investigation summary this memo is to summarize the investigation results regarding the complaints that alleges discrepant results when using rapid detection of sars-cov-2 veritor (mn# 256082), batch number 1211198. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The retention testing could not be tested as they are expired. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. Bd quality will continue to closely monitor for trends.